Manufacturer narrative:
(B)(4). Date sent: 11/17/2020. D4: batch # u5cx6m. Investigation summary: the analysis found that one psee60a device was returned with no apparent damage and with out reload present. After further analysis the articulation mechanism was noted to be damaged as would not hold the articulation setting. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple form release criteria. The device was disassembled to verify the internal components and the articulation bar was noted to be damaged. As part of our quality process, the manufacturing records of this batch was reviewed, and the manufacturing standards were met prior to the release of this batch. It is possible that an outside the normal use force was applied on the distal jaw creating a torque on the articulation components and breaking the articulation bar. Please reference the instruction for use for more information. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment.

Manufacturer narrative:
(B)(4). Batch # u5au1u. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified. The following information was requested, but unavailable: is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.).

Event description:
It was reported that during a laparoscopic gastric sleeve procedure, while making the sleeve resection, the surgeon placed the psee60a on the right position to transect as intended. After pre-compression, the surgeon fired and noticed that the engine had a lot of resistance and the stapler was pulled back/ tissue was pushed forward. Huge tissue milking took place. As soon as the stapler finished its firing sequence, the surgeon opened the device and a lot of staples fell out as a clot. The tissue was cut, but not fully stapled. The surgeon had to oversew the unstapled part of the stomach. After this event, the same handpiece was used to finish the procedure with two more reloads. During the procedure, the surgeon had used both ecr reloads and one gst reload due to unknown circumstances. It was also not known after the procedure which handpiece was used in this specific case. Also for the reloads, it was not known which specific reload was used during the event (according to the surgeon). It's unknown whether there were any patient consequences. No additional information is available at this time.